Event description:
Boston scientific crm received information that during a follow up visit, this device (with a chronic non-boston scientific crm lead), implanted approximately two years displayed a magnet rate of 100. One half year longevity and battery gauge of 51-75% remaining. Three months after implant, remaining longevity of four years was displayed. One year later, the longevity was one year remaining, the magnet rate of 100 and battery gauge displayed 51-75% remaining. The patient with this device had been in a car accident a few years earlier; the chronic lead had poor measurements after the incident; however during the device replacement procedure, a decision was made to leave the chronic lead in service. No adverse patient effects were reported; an internal technical service consultant was contacted for an accurate longevity calculation. There was concern that the battery may have depleted more rapidly than expected, however technical services determined this device had met longevity expectations; two years later, this device was removed and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was had not reached elective replacement indicators. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but displayed a discrepancy between the gas gauge, longevity reaming and magnet rate.